Manufacturer narrative:
(B)(6) 2015, tandem technical support followed up with the customer¿s contact, and the contact stated that bg levels are back to target. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 305mg/dl. The school nurse administered a correction bolus, through the pump, and bg levels started to stabilize. Recommendation was made that the contact/ customer call back and troubleshoot.